Manufacturer narrative:
Corrected data: h6(component code: removing ¿no health consequences or impact¿ and adding ¿no patient involvement¿) this report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and no additional reportable malfunctions were identified. Based on the results of the investigation, the suggested event was caused by the user¿ device handling. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had insufficient or incorrect reprocessing scope was used for next procedure in which formalin was used in the reprocessing machine instead of alcohol (10 ml of 10% buffered formalin exposed to scopes during high level disinfection (hld) in place of 70% isopropyl alcohol). The issue occurred during reprocessing. There were no reports of patient harm.